Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported, that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test was performed and passed. A review of the share log was performed, and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined, to be a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.